Event description:
The following was reported: "I have an explanted mdm from a patient. The operating surgeon who revised it has requested it be sent back to stryker for investigation. " update: patient had pain and swelling at hip - pseudo tumour collection of fluid. Reason for revision: pain and swelling secondary to armd. During the revision, corrosion at interface between dm liner and the shell was noticed. Shell, liner and head were revised. The stem remained implanted.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding altr & corrosion involving a trident shell was reported. The event for corrosion was confirmed via inspection of the returned device. Method & results: -product evaluation and results: visual inspection of the returned device indicated bone ingrowth was observed on the device. Damage was consistent with the interaction between the mdm metal liner and the shell. Black debris was observed on the mating surfaces. The appearance of the debris is consistent with a corrosion product and material transfer from the shell/biological material. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the cause of revision for the patient pain and swelling at hip - pseudo tumor collection of fluid. Visual inspection of the returned device indicated bone ingrowth was observed on the device. Damage was consistent with the interaction between the mdm metal liner and the shell. Black debris was observed on the mating surfaces. The appearance of the debris is consistent with a corrosion product and material transfer from the shell/biological material. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: "I have an explanted mdm from a patient. The operating surgeon who revised it has requested it be sent back to stryker for investigation. " update: patient had pain and swelling at hip - pseudo tumour collection of fluid. Reason for revision: pain and swelling secondary to armd. During the revision, corrosion at interface between dm liner and the shell was noticed. Shell, liner and head were revised. The stem remained implanted.